Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors cable broke when the surgeon turned around to position the needle to continue the suture. The procedure was completed as planned with no reported injury using a backup instrument.